Manufacturer narrative:
After connecting the unit to the keithley battery simulator, the unit displayed "insert aa battery" message on the lcd screen. After swapping the boards to another case and after swapping a known good electrical board 2 onto electrical board 1, it seems that the problem is isolated to electrical board 2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the "insert aa battery" message.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got software error detected alarm. The customer¿s blood glucose level was 4.1mmol/l. The troubleshooting was performed for pump error. The product will not be returned for the analysis.